Event description:
It was reported that a malfunction alarm occurred. The customer reverted to manual injections for insulin therapy and the customer reverted to an alternate pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.